Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial flutter left procedure (l-afl), after plugging the thermocool sf nav bi-directional catheter in, there was noise on the bs and ic electrograms. By changing out the catheter cable did not resolve the issue. Follow up was performed to obtain detailed information regarding the event and it was confirmed that the noise occurred on both carto and the recording system at the same time. Due to this fact, the physician was not able to interpret bs and ic signals making this event reportable. The procedure was completed by replacing the catheter without patient consequences.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)